Event description:
It has been reported to us that during the procedure, the occlusion balloon deflation was very slow and took longer than normal. The physician inserted the occlusion balloon into the pt and inflated the occlusion balloon to occlude the vessel. The physician inserted an additional guide wire parallel to the occlusion balloon wire. The physician inserted a balloon catheter over the guide wire into the pt. The physician performed aspiration on the vessel. The physician attempted to deflate the occlusion balloon; however, the deflation was very slow and took longer than normal. The physician removed the occlusion balloon wire from the pt and continued the procedure without distal protection. The pt is reported to be fine. The device will be returned for eval.

Manufacturer narrative:
Eval is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.